Event description:
It was reported that the patient¿s pump system was removed about 8 months after implant due to a ¿really bad infection.¿ additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).